Event description:
The manufacturer received information alleging alternating current (ac) power was not recognized during an operational check on a trilogy evo o2 ventilator. The device was not in use on a patient at the time of the occurrence. No harm or injury was reported. The trilogy evo o2 power supply was replaced to address this issue. In addition, it was noted the connecting plug for the ac power was deformed. Therefore, the ac power cord was replaced. As part of maintenance procedure, the air inlet foam filter and particle filter were replaced to prevent future failure. The device passed all final testing and was confirmed to operate properly.